Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2024, patient experienced that infusion set was leaking from quick release site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.